Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, two hemopro 2 units caught fire. The cable was switched and the second unit was used to complete the procedure. The hospital did not report any patient effects. Maquet cardiovascular anticipates return of the product in question. Refer to MFR report number's 2242352-2011-01593 and 2242352-2011-01603.

Manufacturer narrative:
Method: the device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4).